Event description:
Has baclofen pump. Patient obtunded, disoriented. Seizures. Hospitalized x2 now in hospital again. No fluoroscopy done to check if pump migrated. Happened in past years ago, now happening again. Medtronic's contacted...per medtronic's they went to hospital and checked the pump and said "it was fine" no test done on pump.